Manufacturer narrative:
Through remote investigation via analysis of the customer's data logs, it was determined that the problem occurred due to the way that locking was implemented in this version. The hemo client supports concurrent user access which requires that user interface elements be locked when one user is viewing / editing user interface elements to prevent other users from making changes. Because data is written to the local database in this version, an additional check by the software is made to ensure that the locking data is the same on the server before freeing the lock. When a hemo client loses connection to the hemo server, any locks that the client had at the time will remain until that client is able to replicate its data to the server. This results in the inability for the user to be able to edit data for those tabs and chronological log entries. The problem is resolved when the locks are cleared in the structured query language (sql).

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the tabs in the hemo application were locked out at the beginning of an active case. It was reported that the patient had not yet been sedated. This resulted in the procedure being stopped until the problem was corrected because nothing could be documented. Additional information obtained from the customer revealed that this issue happens often, the server locks up, and the problem is fixed by merge healthcare's technical support. The length of delay varies from about 5 minutes to longer periods of time depending on the support person's familiarity with the problem. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients; however, the information obtained from the customer indicated that the procedure was completed successfully. Reference complaint number (B)(4).